Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/28/2016: litigation recieved. Litigation alleges pain and increased metal ions. There is no new information that would change the existing invesigation.this complaint was updated on 1/29/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update -08/11/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery note reported corrosion on the trunnion. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported by sales rep.asr xl - left hip.reason for revision: patient was revised to address pain.update: updated cup and stem details.taken from query 1 reply (B)(6) 2015 (pd (B)(6) 2015).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).